Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a reported value of 349 mg/dl while using the ilet after eating a heavier carbohydrate meal without entering a meal announcement and later requested guidance for a manual insulin dose. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no reported medical intervention, hospitalization, or long-term sequelae. Investigation included clinical assessment of reported blood glucose data, and product-use review focused on missed meal announcement. Investigation of this case revealed user-related use error associated with missed meal announcement leading to hyperglycemia, with no device malfunction or component failure reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational use error.